Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The clip remained on the distal end of the device was not confirmed; however, a sheath split issue was observed. The investigation was unable to determine a conclusive cause for the reported clip remaining on the distal end of the device; however, the observed sheath split issue appears to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device after a left leg interventional procedure. Reportedly, the clip could not fully deploy "while in the tissue". The clip was deployed and remained at the distal end of the device. The method to achieve hemostasis was not reported. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.